Event description:
During the patient¿s procedure, the px slim microcatheter was advanced into the target area. The first coil was advanced and deployed into the pouch. The second coil was unable to be advanced from the sleeve and not utilized. The remaining coils were deployed without incident and the procedure was completed. It was also reported that the pusher was stuck.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.